Manufacturer narrative:
Product analysis: manufacturer's analysis confirmed the customer comment that the external pulse generator (epg) display was out of specification. It was also indicated that the hanger assembly was contaminated, case was broken, six screws were contaminated, and the display wires were pinched. The epg was repaired and returned to use. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) display was faint/blotchy. The epg was returned for service. No patient complications have been reported as a result of this event.